Event description:
This is a spontaneous case report received from a physician in (B)(6) on 30-jan-2015 which refers to a female patient of unspecified age who had an attempt to insert essure (fallopian tube occlusion insert). Essure was inserted easily and discharged, but implant did not get off normally. When the implant got off from catheter it made a kink, implant was removed. No further information provided. Company causality comment: this medically confirmed spontaneous report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert). Essure was inserted easily and discharged, but implant did not get off normally. When the implant got off from catheter it made a kink, implant was removed. These events are considered non-serious and listed according to essure's reference safety information. The essure is a flexible implant device that allows the insert to bend and flex back when encountering anatomical issues such as stenotic fallopian tubes, a uterine wall, fibroids, endometrial fluff, or a tubal spasm. Handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues are factors that can cause the shape alteration of essure. Considering the nature of event, it is considered related to essure. In line with local requirements, this case is regarded as other reportable incident since this device issue could have led a serious or non-serious injury. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 10-mar-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, all IFU steps were completed (see attached pictures). The device was returned without micro-insert. Since the microinsert was missing, kinked implant (micro-insert) issue was not confirmed. Based on historical experience, when a complainant reports a kicked implant, they are usually referring to an event where the proximal portion of the outer coils is tangled up on itself, not a bending or breakage of the micro-insert. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record c38216 (production date 24-mar-2014 and expiration date 31-mar-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. The returned complaint sample was inspected. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 12-mar-2015 for the following meddra preferred term: device kink. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed spontaneous report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert). Essure was inserted easily and discharged, but implant did not get off normally. When the implant got off from catheter it made a kink, implant was removed. These events are considered non-serious and listed according to essure's reference safety information. The essure is a flexible implant device that allows the insert to bend and flex back when encountering anatomical issues such as stenotic fallopian tubes, a uterine wall, fibroids, endometrial fluff, or a tubal spasm. Handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues are factors that can cause the shape alteration of essure. Considering the nature of event, it is considered related to essure. In line with local requirements, this case is regarded as other reportable incident since this device issue could have led a serious or non-serious injury. The product technical analysis which investigated returned sample concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.